Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, blood flow was not achieved through the marker lumen. The device was removed and a second proglide device was used to achieve hemostasis. There were no patient effects reported. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found it in the pre-plunger deployment position with blood present in the device. During testing, a solution of water was injected into the mark tube and exited through the marker port without difficulty. During testing, the device function according to specifications and achieved complete deployment. Based on the successful marking during testing and the condition of the device, the reported event could not be confirmed. Based on the investigation findings, the root cause for the failure to mark during deployment is related to user technique or procedure. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.